Event description:
It was reported that during a nephrectomy procedure, the max button got stuck. They laid down the device and it kept activating. They picked it up and squeezed the trigger and then it stopped activating. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 07/31/2008. Info is unavailable; device was not returned for evaluation.